Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heater cooler would not heat as expected, although the device displayed a temperature reading of 42 degrees. The user also reported a burn smell was coming form the device. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.